Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) had fiber optic problem. No indication of actual or potential harm or death .

Manufacturer narrative:
Corrected field: e1 (initial reporter name). A getinge field service engineer (fse) cleaned lens of fiber optic assembly. Tested unit to no fail. Completed validation successfully. Product passed all functional and safety tests per manufacturer specifications. Unit has been returned to service.